Manufacturer narrative:
A review of the implant's mfg record indicates that it was mfg to specification. Based on the info available, the root cause of the event cannot be determined. Should add'l info be obtained to further this investigation, this report shall be updated.

Event description:
It was reported by the pt's legal councel that the pt rec'd a right tka on (B)(6) 2007. On (B)(6) 2011, the pt was revised due to complications with the internal joint prosthesis.